Event description:
Ventilators failed initial safety check after changing the bacterial. Event occurred 3 times on 3 different ventilators throughout the week. This event never occurred when ventilator in use on a patient, just when cleaned and being safety tested before storage.